Event description:
It was reported that the patient developed pain at surgical wound on (B)(6) 2014 following a lumbar laminectomy l3, l4 and l5 with instrumented posterior spinal fusion l3 to l5 with allograft and autograft on on (B)(6) 2014. At the time of the surgical procedure the patient was discharged to a nursing facility. Wound cultures taken on (B)(6) 2014, tested (B)(6 ) and proteus. On (B)(6) 2014 patient was treated with IV antibiotics, irrigation and débridement of the surgical site. Patient was discharged on (B)(6) 2014.

Manufacturer narrative:
A review of the device history record was performed. There were no indications of a manufacturing anomaly which would have caused or contributed to the reported event. This device was sterilized within the defined parameters indicating the device was sterile at the time of use. Further, the infection occurred one month post operatively while the patient was in the care of a nursing facility. Testing results at the hospital confirmed the infection was (B)(6) which is a commonly associated with hospital care. Device implanted in patient.